Manufacturer narrative:
Per customer, calibration and qc passed after they performed routine glucose cup maintenance, but noted erratic results later. Hotline helped customer with troubleshooting and suggested not to run the glucose channel until service arrived. A field service engineer was dispatched: the fse replaced the stirrer motor and modular chemistry (mc) sample probe because it looked bent. No further incidents of erratic results were reported to date. Hardware may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic glucose cup results generated by the unicel dxc 600 pro synchron clinical systems. Based on available information, some erroneously low results were reported out of the lab and later amended. The actual results were not provided, an example given was glucose result of 400 mg/dl obtained on accuchek, and an initial result of 87 mg/dl and a result of 414 mg/dl obtained upon repeat from the dxc instrument. It is unknown if patient treatment was affected as a result of this event.